Event description:
It was reported the menu screen is damaged (cracked). The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the display lens was broken. Analysis also found that the battery contacts were compressed, a bail cover was broken, and the ring was contaminated.